Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy irritation underneath the device. Patient reported bruising on the left breast as well from the holster strap. The patient's doctor recommended benadryl cream to use on her back for the itchiness and lamisil cream for the yeast infection underneath the front therapy electrode. During a follow-up, it was reported that the patient's irritation improved.